Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5mm to occlude the vessel. The physician performed a "poba". The physician then inserted the aspiration catheter and aspirated the vessel three times. The physician removed the aspiration catheter and inserted the stent delivery catheter and noticed that the occlusion balloon had deflated unexpectedly. The physician removed the device. The pt is reported to be fine.